Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while the creation of gastric pouch, the device was able to fire but there was no staple formation on the remnant side. There was an incomplete staple line and was fixed using a suture.